Event description:
Closure device balloon ruptured. Of note this is on the same pt from previous report. First device failed, on second attempt, it too ruptured balloon. No harm to patient. Manual pressure held.